Manufacturer narrative:
Concomitant medical products: 4193 lead, implanted: (B)(6) 2008, 5076 lead, implanted: (B)(6) 2005. Product event summary : the partial lead was returned in segments, analyzed, and discoloration on the proximal ring in the trifurcation was noted. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular lead was returned to the manufacturer after being explanted and replaced, and subsequently tested out of specification. Follow-up with the physician's office was attempted to determine why the lead was explanted however no information could be obtained. No patient complications have been reported as a result of this event.